Event description:
It was reported that there was a coupling problem ever since implant. The antenna locate feature determined a range of 58-64. It was noted that the patient only got two bars, but could achieve four bars with extreme pressure. It was noted that the implantable neurostimulator (ins) appeared to be tilted in the pocket. It was noted that the ins was in the abdomen and that the health care professional would be doing a pocket revision. Additional information received almost two weeks later reported that the recharging frequency matched the patient's setting. The device was reportedly not flipped, but was tilted in the abdomen. The patient was trained and able to demonstrate effective recharging with two to four coupling bars. There were no reported malfunctions. It was noted that a pocket revision would be scheduled when the patient received authorization. It was noted that the patient would charge and use the device until the pocket revision. If additional information is received, a supplemental report will be filed.

Event description:
It was later reported on (B)(6) 2014 that the patient asked for help with reprogramming. Since implant stimulation has not been covering her tailbone and she was still having a lot of pain in that area. The patient has to have a revision because the ¿transmitter¿ flipped on its side. The ins flipped about 1 month following implant. A coupling problem was reported. Due to the flipped ins in order to obtain 6 coupling bars, the patient has to dig charger disk so that thumb is buried in abdomen. Charging takes 6 hours. Due to disk position during recharge session, the patient is sore and has diarrhea for days following recharging. The patient believed it was because the charging position causes the intestines to move which started following ins flip. The patient asked if she should charge the ins prior to revision surgery, she was getting mixed signals from her health care provider (hcp). The patient was not sure when the revision will occur.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), implanted: (B)(6) 2014, product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).